Event description:
It was reported by service report that the head end jack was drifting. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.